Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that prior to use of the cardiac resynchronization therapy defibrillator (crt-d), the packaging was broken and upon interrogation of the device, the battery bar on the programmer was grey and the screen showed an error that the battery had a problem, which could not estimate the longevity. The crt-d was not implanted. There was no patient involvement.